Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the u.s., it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, mildly tortuous, 90% stenosed, proximal to mid left anterior descending artery. The 2.75 x 15 mm tenku nc balloon catheter was used for pre-dilatation. Resistance was experienced crossing to the lesion; therefore, the balloon was inflated and advanced a little more distal, and then inflated again. This was repeated so that the balloon catheter was advanced little by little; however, when the balloon was inflated for a third time, the balloon ruptured at 12 atmospheres. A new non-abbott balloon catheter was used successfully to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.